Event description:
The medical center had an impella 5.5 support ongoing when there were positioning issues for the pump. The malpositioning issues were observed by suction alarms being present. The team attempted to adjust the pump position but, in doing so the hemolysis persisted and the patient had crrt initiated. The team made the choice to prematurely explant the pump and place a new impella 5.5 to continue the hemodynamic support. When explanted there was visible biomaterial adhered to the pump. The pump had supported the patient admitted in cardiogenic shock for 7 days.

Manufacturer narrative:
The medical center discarded the impella pump at the time of explant. As such, no benchtop analysis and hemolysis testing can be performed. Root cause can not be determined. Further clinical details have been asked for, but to date no other information has been furnished. Should new information come to manufacturer that leads to root cause determination of the hemolysis, a final report will follow. The failure mode will be monitored and trended.